Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion warning is not working properly. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information:  baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "upstream occlusion warning is not working properly" which were verified through a review of the event history log by the presence of "upstream occlusion" but were not determined if the alarms were true or false. Evaluation could not reproduced the reported symptom and found the cause to be an ultrasonic sensor fluid readings were out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.